Event description:
While placing an epidural for labor pain, resistance was noted at about 3 1/2 inches and they were unable to pass the epidural catheter. An additional 2 cc of saline easily injected through hustead needle and the catheter passed with a small amount of resistance until 18-19 cm at hub of hustead and then unable to advance any further. Hustead and epidural catheter pulled out, resistance noted. About 1 cm of distal catheter sheared with only 1/2 diameter of the lumen present. Unable to determine whether this was user error or not.